Manufacturer narrative:
The device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump histories showed the user manually switched between basal programs 1, 3 and 4. During testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 24 units after 24 hours on a 1 unit/hour duration test. The basal change history appeared to be inaccurate with the current basal program 1 due to the user manually switching the basal segments. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. There were no hypersensitive or stuck keys observed on the keypad. The total daily doses added up correctly and reflected the user¿s programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the pump basal history did not match active basal program. It was reported that the patient¿s blood glucose (bg) level was 180 mg/dl and the patient was given insulin with the pump and the pens for bolus. Customer technical support (cts) advised the user to use either pens or the pump but not both. The user added temporary basal programs the day before the complaint and troubleshooting revealed that the pump did not deliver as programmed so the pump was replaced. The basal history for the day before the complaint showed that the pump delivered 0.025 units less than it was programmed at 14.01 and it delivered 0.025 units more than it was programmed at 07.01. There were no allegations that the patient¿s bg reading exceeded 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.